Manufacturer narrative:
Bench service replaced the power cord to resolve the reported electrical safety issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that during bench servicing, the power cable exceeded the allowed electrical safety values, requiring the replacement of the power cord. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.